Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x16mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it looked like the device had caught on something and it was then noticed that the proximal stent struts had peeled back. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.75 x 16mm stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent identified proximal stent damage; struts lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Visual and tactile examination of the hypotube found multiple hypotube kinks. Visual and tactile examination of shaft polymer extrusion revealed no issues. Visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it looked like the device had caught on something and it was then noticed that the proximal stent struts had peeled back. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.